Event description:
Related manufacturer report number 3006705815-2024-00986 it was reported that the patient was not receiving effective therapy from their system. Additionally, the ipg site was causing pain. In turn, surgical intervention was undertaken on an unknown date wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.